Event description:
The user facility reported that their 4085 surgical table would not respond to hand control commands prior to the start of a patient procedure. The patient was transferred to a different table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
No procedure delay was reported. A steris service technician arrived onsite to inspect the surgical table and observed damage to the table's column shroud covers, upper cover and support bracket. The technician further inspected the table and found damage to the hand control harness assembly, control board and height sensor. The bent table column shroud cover section(s) impacted the hand control harness assembly, stripping the insulation from the wires creating an electrical short, causing the reported loss of power to the table, subsequently causing the reported event to occur. The technician repaired the surgical table, tested it and returned the table to service. The damage to the shroud covers is indicative of items being stored on the base of the surgical table. When the table is commanded to lower in height, the table's column shrouds contact the items stored on the base of the table subsequently causing damage to the column shrouds. The technician advised user facility personnel about the importance of not storing items on the base of their surgical table. The technician further offered in-service training on the proper use and operation of the surgical table however, the user facility declined.the surgical table is not under steris service contract and is serviced and maintained by the user facility. The operator manual states "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." During manufacturing of the 4085 surgical table, a warning label is applied to the table's base cover. The warning label states, "warning do not store items on base personal injury hazard/equipment damage: storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step or store items on base. No additional issues have been reported.